Event description:
It was reported that the patient underwent a replacement procedure to remove his inflatable penile prosthesis (ipp) due to a defective cylinder. A new tactra penile prosthesis was implanted. No information about the patient's outcome was provided. Additional information received. It is believed that the device stopped working due to a cylinder defect. The patient had a good outcome and is recovering.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The ams 700 flat reservoir was visually inspected and functionally tested; no leaks were found. The reservoir therefore performed within specification. The ams700 ipp cylinders were visually inspected and functionally tested. A leak was identified in cylinder 1 attributed to wear at the corner of a fold. Cylinder 2 exhibited bulging when inflated. A hole with avulsion was present in the outer tube and broken fabric threads were present. The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. Based on the confirmation of the reported "cylinder malfunction" through the device malfunction identified in cylinder 1 and 2, product analysis deemed no further analysis with the pump necessary. The product record review indicated that the reported events do not represent an unanticipated event. Review of the manufacturing documentation confirmed all required in-process and final inspections and testing were completed. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events of cylinders malfunction were confirmed through product investigation.the event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent a replacement procedure to remove his inflatable penile prosthesis (ipp) due to a defective cylinder. A new tactra penile prosthesis was implanted. No information about the patient's outcome was provided. Additional information received. It is believed that the device stopped working due to a cylinder defect. The patient had a good outcome and is recovering.